Event description:
It was reported, "the acetabular component (charnley cemented cup) was revised due to long term poly wear and subsequent acetabular osteolysis. Following the acetabular implant removal, acetabular impaction bone grafting was performed with the small sized petal mesh utilizing exeter methodology. A right sided 52mm gap 2 was implanted and supported with multiple screw fixation. The surgeon was satisfied with the stability of the existing charnley monoblock stem insitu (22mm head geometry) and decided to preserve his implant. A 44mm od 22mm ID. Trident all poly constrained liner was cemented into the gap 2 cage. The charney hip was reduced into the trident all poly liner with the surgeon reporting a satisfactory range of motion and stability".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.